Event description:
During ptca procedure, the coronary stent went into aorta. Upon the attempt to withdraw the system, the stent was bent and became dislocated from the catheter. Stent ended up in right posterior tibial artery. Stent was not removed.